Event description:
The customer reported that the charge button failed while in use on a patient. The users switched to a different defibrillator and there was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.